Event description:
On (B)(6) 2009, during plif (l3/4/5) surgery, the oic peek cage was fractured while impacting into l4/5 on the right side (the cage on the left side was successfully inserted). Therefore, the surgeon tried to remove the fractured cage, however, it was very hard to pull it out thus the fractured cage was left in the patient and the surgeon gave compression using screw and closed the wound. The surgeon addressed that he placed the graft at the anterior part more than usual and the cage was straightly inserted, however, he impacted it hard.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.